Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to implant the t-pal system to treat spinal canal stenosis on (B)(6) 2016, the t-pal spacer applicator inner shaft was not able to detach the reported t-pal spacer after inserting and placing the spacer into the final position in the intervertebral disc space (l2-3). The surgeon removed the applicator shaft and spacer from the disc space. The surgical team then confirmed (outside the surgical site) that the applicator shaft could detach the spacer as expected. The surgeon tried to detach the spacer from the applicator shaft three more times but the spacer failed to detach. The surgery was extended for 30 minutes due the reported event. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. It has been determined, that based on the event description that was provided, there is no allegation against this device. The reported malfunction occurred without interacting with this device at the time of the reported event. If additional information is received regarding the event or this device, including information obtained from investigations, this determination should be sent back for clinician review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. It has been determined, that based on the event description that was provided, there is no allegation against this device. The reported malfunction occurred without interacting with this device at the time of the reported event. If additional information is received regarding the event or this device, including information obtained from investigations, this determination should be sent back for clinician review.